Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer¿s blood glucose was in 300 to 400 mg/dl. Customer¿s current blood glucose was 128 mg/dl. Troubleshooting was declined for high blood glucose event. Customer stated they had no delivery alarm and motor error alarm. Customer stated they had clear and rewind the insulin pump. Customer stated alarm did not occurred during manual prime. The insulin pump will be returned for analysis.